Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. As a result, customer was not made aware of changing glucose levels and experienced a loss of consciousness, requiring treatment of oral glucose from a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on ios/fsll and android/fsll using a known good libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. H4 (device mfg date) wasupdated based on extended investigationthis also serves as a correction report. D4 - serial no was incorrectly documented in initial report. The correct d4 - serial no has been updated.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. As a result, customer was not made aware of changing glucose levels and experienced a loss of consciousness, requiring treatment of oral glucose from a healthcare professional. There was no report of death or permanent injury associated with this event.